Event description:
The patient reported that they experienced two v-go 40 devices in which the needle popped out of their skin while they were sleeping. The patient stated they are not sure why this occurred as they sleep on their back. It was reported that the devices are available for return to the manufacturer for evaluation.

Manufacturer narrative:
Device evaluation: five devices were received and evaluated for the needle button released event. All devices were received, and the needle mechanism functions were tested and verified to have operated as intended. The complaint could not be confirmed for these devices.